Event description:
A report was received that the patient underwent a pocket revision. The patient's pocket was too shallow and uncomfortable. The physician repositioned and buried the ipg deeper. The patient is reportedly doing well following the procedure.